Event description:
Customer reported the male luer of the extension set is not screwing in securely to the female luer of the angiocath hub. When the nurse went to flush, the connection leaks and won't stay snug. No pt harm reported. Although requested, no add'l pt or event info provided.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A f/u report will be submitted with failure investigation results should the set be received for eval.